Manufacturer narrative:
Upon reassessment of the reported event, the taper and stem were determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the taper and stem were determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: catalog#: us157852 m2a-magnum pf cup 52odx46id lot#: 632810; catalog#: 157446 m2a-magnum mod hd sz 46mm lot#: 275010; catalog#: 139256 m2a-magnum 42-50 tpr insrt std lot#: 468080. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02055; 0001825034-2021-02059; 0001825034-2021-02062.

Event description:
It was reported that the patient underwent a revision procedure approximately 13 years and 4 months post implantation due to metal-on-metal ion disease. During the revision black synovial fluid was found. The stem, taper, cup and head were replaced without complications. Attempts have been made and additional information on the reported event is unavailable at this time.